Event description:
It was reported that during treatment of the kidney the laser fiber was found to be broken after 0.4 joules of use and 2 minutes. The fiber cap was detached inside the patient. The fiber was removed from the body of the patient manually. The procedure was completed with a second fiber. No injury to the patient occurred due to this event.

Manufacturer narrative:
Ship history identified the following lot numbers for the last three possible devices that might have been used in this surgical procedure. They are 2197858, 21917857 or 21735681. The device history review (DHR) was performed on these three lots and confirmed that the devices met all material, assembly and performance specifications prior to release. Analysis of the returned sureflex fiber including connector is 6 feet and 1.5 inches. The fiber is broken within the fiber blue outer sheath. The remaining distal portion of the fiber was not returned. The fiber was tested with hene laser fixture, aim beam is visible at the break. Based on analysis results, it is probable that excessive bending likely occurred during the procedure. An evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during treatment of the kidney the laser fiber was found to be broken after 0.4 joules of use and 2 minutes. The fiber cap was detached inside the patient. The fiber was removed from the body of the patient manually. The procedure was completed with a second fiber. No injury to the patient occurred due to this event.